Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 580 mg/dl at the time of incident and later on blood glucose went down to 300 mg/dl. Customer's other relevant blood glucose level was 430 mg/dl and 328 mg/dl. Customer was treated with manual injection and manual bolus. It was also reported that the infusion set was leak. Customer declined to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.